Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set serter issue on (B)(6) 2026, as the customer stated that the infusion set wouldn't disengage after patient push the circular buttons. The patient replaced infusion sets and resumed insulin successfully. No further information is available.